Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500mg/dl and high levels of ketones considered dangerous/life threatening. The contact performed supply changes, delivered correction boluses and administered a manual injection but the customer's bg level remained elevated leading to an emergency room (ER) visit. The customer was admitted to the hospital later on with a bg level of 400mg/dl and symptoms of diabetic ketoacidosis. The staff at the hospital alleged there was an underlying issue with the pump due to the customer's bg level decreasing with manual injections but not with the insulin pump. While in the hospital, the customer was treated with fluids, insulin injections, anti-nausea medication and basal insulin delivered by the pump. The customer was released three days later.